Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging to have breast cancer, tightness in chest, and shortness of breath, particles in tubing related to a CPAP device's sound abatement foam. This event is assessed as not related to the device in this case. Based on the available information,the manufacture concludes no further action is necessary. The patient received unspecified medical treatments for breast cancer. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated and found evidence of sound abatement foam degradation/breakdown was not observed in this device. In secondary findings observed dust/dirt contamination inconsistent with degraded sound abatement foam was observed on and in the blower and blower box. Dark contamination on blower seal appearing consistent with keratin contamination observed. There were no signs of sound abatement foam degradation. The logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section b7 has been updated in this report. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam and caused the patient to have breast cancer, tightness in chest, and shortness of breath. The patient received unspecified medical treatments for breast cancer in response to the event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058